Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented clinic for a routine follow up. High, out of range high voltage lead impedance was noted on the right ventricular (rv) lead. Programming changes were made and the lead remains implanted. The patient was stable.

Event description:
New information notes the patient experienced chest pain and palpitations, high voltage lead impedance was once more observed. The physician opted to continue monitoring the patient. The patient was stable.